Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. During the analyses of the device history no technical malfunction could be detected. It was possible to detect a selected syringe bd plastipak 50 ml with a filled volume of 24 ml. Further a flow rate was set with 1 ml/h. During the infusion therapy a device error "plunger malfunction" occurred. This error occur, if the syringe plunger plate lost contact to the plunger plate sensor on the drive head membrane. After confirmed the alarm, the pump prompted the user for a syringe change process. The ok button was pressed and a syringe change was performed (drive head moved out). The sample was subjected to a visual and functional examination. During the visual inspection of the perfusor space, all cover caps on the screw pillars from the housing and technician seal were present and undamaged. The device was in a good condition. No damages could be found. The functional test was performed. The device passed the self test with a positive result. The syringe, which was insert, could be successfully identified and selected in the pump menu. It was possible to start operation. A long term test was performed. No malfunction occurred. After the long term test the perfusor space was disassembled and the inside was investigated. Only some residues of liquid could be found. The complaint could not be confirmed. The malfunction plunger malfunction didn´t occurred during the long term test. No technical fault could be detected. To note: a negative pressure could be caused the malfunction. After the malfunction occurred the syringe was emptied by the negative pressure during the syringe change. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The ifus for the similar items sold in the us state, "always disconnect the patient from the device before changing the syringe to prevent an unintended dose. Never leave the pump unattended while replacing the syringe."

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): the device has infused 24 ml in 1 hour instead of 24 hours. The day of occurence was not reported by customer.